Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) was dispatched to the account. The fse performed system maintenance. The fluidics lines were checked, while the optics and solutions were replaced. The precision checks were completed and the system was performing according to specifications. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the architect b-hcg package insert were reviewed and were found to adequately address the issue of erratic results. The investigation did not identify a product deficiency. This is the final report.

Manufacturer narrative:
(B) (4):this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect analyzer generated an elevated b-hcg result of 5803.77 miu/ml. The sample was repeated in duplicate. Both results were <1.20 miu/ml. There was no report of impact to patient management.